Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered an inappropriate shock and the patient was hospitalized. It was noted that the patient felt anxious that the device would inappropriately shock again. It was also noted the patient was scheduled for an ablation. This patient was referred to the doctor. This ICD remains in service and no additional adverse patient effects were reported.